Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00x24 synergy¿ drug-eluting stent was used to treat the lesion; however, it was noted that stent was dislodged. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported that while crossing the calcified lesion, stent dislodgement occurred. The dislodged stent was crushed and then completely removed from the patient. The patient's status was okay after the procedure.